Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device. The advancer unit and burr unit were together. The advancer knob was received tightened in a backward position. The handshake connection, coil, sheath, and advancer were microscopically and visually examined and no damage or irregularities were identified. There was no blood inside the advancer or in the sheath, as reported. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the console stall light came on. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: initial set-up- ¿adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0mm burrs 190,000rpm¿. Operating speed- ¿recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0 mm burrs 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
It was reported that blood flowed back into the sheath. The 75% target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After performing ablation using a 1.50mm rotalink plus, a 1.75mm rotalink plus was selected for use and was tested outside patient's body at around 230,000rpm. The device was advanced through an unspecified guiding catheter on dynaglide mode. First (1st) ablation was performed at around 200,00rpm for 10 seconds. During ablation, it was noted that blood flowed back into the outer sheath although continuous flush was performed. The device was removed from the patient's body with dynaglide mode on. The procedure was completed with this device. No patient complications were reported and the patient's status was good.